Event description:
It was reported that during continuous renal replacement therapy using a prismax machine, the user confused dialysis with fluid extraction when programming the treatment. The error resulted in an excessive amount of fluid extracted from the patient. The patient fluid removal rate was set to 2000ml/hr. And the dialysis fluid flow to 1000 ml/hr. The patient experienced severe hypotension which required fluids supplementation. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation. The customer provided log files not related to the reported event, without any logs for the date of the reported event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be related to a device use error when programming the treatment. Per the operators manual, if the entered patient fluid removal rate setting exceeds the threshold calculated by the system, then a separate dialog will be displayed requesting that the operator either confirms the setting, or cancel the request to accept the new prescription settings and allow the operator to modify the prescription settings as desired. Should additional relevant information become available, a supplemental report will be submitted.